Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation noted undersensing on the right atrial (ra) lead and no intervention was necessary as the patient was in atrial fibrillation (af). It was also noted that was high right ventricular (rv) lead threshold and no intervention was done. The leads remain in use. No patient complications have been reported as a result of this event.